Event description:
It was reported that the patient showed an exit block on the right ventricular lead. The lead had capturing issues. The lead was extracted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned in segments and analyzed. Analysis revealed that no anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism.